Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or severely calcified native annulus/leaflets, loss of pacing capture, and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, patient factors [severe/bulky annular and native leaflet calcification] contributed to the valve malposition during deployment and resulting paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure the 26mm sapien xt valve was deployed 30:70 [aortic:ventricular] causing moderate to paravalvular leak [pvl]. The valve was post dilated with one additional cc without improvement. A second valve was implanted successfully decreasing the aortic insufficiency to trace. The patient was reported as doing well following the tavr procedure. The extensive leaflet and annular calcium was felt to be the cause of the downward shift of the first valve during deployment. A bav was not performed prior to implanting the valve. The pre-deployment valve position was 60:40 aortic:ventricular. Rapid ventricular pacing was initiated and maintained throughout valve deployment. The native annular calcification was described as severe. The native leaflet calcification was described as bulky/severe. Mac was moderate. Coaxial alignment of delivery system and valve was good. The image intensifier angle was good. Ventilation was held during valve deployment.